Event description:
Operator received two patients with discrepant troponin t results over a five day period. Initial result <0.03ng/ml, repeated twice in 2008 gave 0.334 and 0.331 ng/ml. Initial results were reported, the patients were not adversely affected. The field service representative determined the sample adjustment was out of specification, and performed sample and sipper adjustments. Performance tests were performed which were within specification.

Event description:
Operator received two patients with discrepant troponin t results over a five day period. Tested in 2008, initial result 0.04ng.ml, repeated twice gave <0.010ng/ml both times. Initial results were reported, the patients were not adversely affected. The field service representative determined the sample adjustment was out of specification and performed sample and sipper adjustments. Performance tests were performed which were within specification.